Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut retained in unknown location in the body. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.